Manufacturer narrative:
(B)(6). (B)(4). Fss confirmed the reported flap pattern shift with gel cutting, about to the left 2 mm. Fss calibrated the z-calibration, replaced the galvo interface board and carried out endurance test; which worked fine, but still needed more time monitor it. Fss noted that messy display occurred on site; therefore, he reseated the boards inside the computer and fasten cables and after that the endurance test was fine. Fss will monitor the unit for two weeks for the flap pattern. At the end of service the system was found to meet the specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a flap pattern shift. Additional information indicated that the flap lift was aborted and treatment was rescheduled to two (2) days later at another hospital. The surgery was then completed successfully and the patient is doing well with good visual outcome.

Manufacturer narrative:
Device manufacture date: in the initial MDR report, the date (4/14/2010) was provided. However the manufacturing site has now provided the device manufacture date as april 2007. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.